Event description:
A surgeon reports that following bilateral intraocular lens implant surgery, a pt's astigmatism has not been corrected in the right eye. In a follow-up, the surgeon reports the outcome of event for the pt as "poor".

Manufacturer narrative:
The prod was not returned for analysis; the device remains implanted. Results from the prod history record review indicated the prod met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested and received.